Event description:
Baxter brazil reports 23 incidents of occluded fibers with the ca 170 dialyzer. Noted during pt use with visible blood clotting in the dialyzer. Estimated blood loss with each incident was 100cc. All treatments were continued with new disposables without incident. No pt injury or medical intervention reported.